Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with an xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic eneurysm in 2003. Aneurysm and vessel morphology are unknown. It was reported that when the physician was attempting to close the artery the physician noticed blood exiting the inguinal ligament. It was reported that the right external iliac artery was torn while the physician was passing either the dilator or 22 french sheath. A femoral-femoral bypass was performed. No clinical sequelae were reported, and the pt is reported to be fine.